Event description:
During an acl case a drill bit had broken while in use. It was withdrawn from the femoral tunnel using a pair of snaps.======================manufacturer response for drill bit, smith & nephew drill bit set (per site reporter).======================there was a second incident.what was the original intended procedure?acl procedure.device #1is this a laboratory device or laboratory test?no.